Manufacturer narrative:
Device evaluated by MFR: returned product consisted of spiroflex thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. There were no signs of the catheter having any damage to it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2016-08770. It was reported an error code occurred during the procedure. An angiojet® ultra system console and a spiroflex® angiojet® thrombectomy catheter were selected for use. An error "no saline" occurred during the procedure. The reset button was pressed; however the same error was displayed. The drawer was opened and it was noted that there was a fluid leak around the bulb and the device was not on power pulse mode. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-08770. It was reported an error code occurred during the procedure. An angiojet® ultra system console and a spiroflex® angiojet® thrombectomy catheter were selected for use. An error "no saline" occurred during the procedure. The reset button was pressed; however the same error was displayed. The drawer was opened and it was noted that there was a fluid leak around the bulb and the device was not on power pulse mode. The procedure was completed with a different device. There were no patient complications reported.